Event description:
It was reported that the keypad button presses did not activate desired pump functions. The audio-bolus, backlight, ok, up and down arrow keypad buttons are increasingly unresponsive when pressed. The pt claimed that the audio-bolus button is torn; however, the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the audio bolus button was torn; however, the keypad appeared intact with no lifting or peeling observed, the audio bolus button was unresponsive to user input during testing, the up/down/ok keypad buttons were unresponsive to user inputs during testing, the contrast keypad button required excessive force to activate during testing, it was observed that the contrast key contact was misaligned and inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.